Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high and low blood glucose. At the time of the call, the customer's blood glucose reading was 50mg/dl. Customer recently adjusted the basal amount and has been working out a lot. Customer indicated that the basal and increased cardio may have cause the fluctuating blood glucose. Customer declined troubleshooting.